Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.